Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The issue was reported to philips because the device has failed the operational checks, more specifically the general system test failed. There was no negative patient impact.

Event description:
The issue was reported to philips because the device has failed the operational checks, more specifically the general system test failed. There was no negative patient impact.